Manufacturer narrative:
Initial.

Event description:
It was reported that the user paired a new freestyle libre 3 plus sensor but did not initially see warmup mode; after scanning, the app displayed activation successful, indicating the sensor had not been previously started, with the issue consistent with an incomplete pairing procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem was identified related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.